Event description:
When sheath was removed in the recovery room, the nurse noted that the end of the sheath appeared to be frayed. Sheath could have been taken from lot#'s a0101853, x1002704, or 40901104. X-ray found that part of sheath was in left lower lobe of lung.